Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead was defective. A request for additional information was made, but not received. The lead was replaced and no patient complications have been reported as a result of this event.